Manufacturer narrative:
No product was returned for evaluation. The investigation was limited to the information provided, as the lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information, but it was reported that the tibial insert may not have been seated all the way in the tibial tray, which could contribute to the reported wear. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening and malalignment of the tibial tray. Intraoperatively noted poly wear.